Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's saphenous vein graft to the right coronary artery. Attempts to fully deploy the stent with the balloon catheter were unsuccessful. A 2nd balloon catheter was advanced and during an attempt to fully expand the stent, the stent embolized distally within the coronary circulation. The pt was sent for emergent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.